Event description:
It was reported that pump displayed repeated altitude alarms despite customer regularly cleaning vents and changing cartridges, which eventually led customer to rely on backup insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Customer turned pump back on and experienced altitude alarm again after inserting new cartridge, then contacted technical support, who confirmed warranty coverage, arranged pump replacement.